Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was experiencing high blood glucose levels; her highest was 500 mg/dl. Current blood glucose was 399 mg/dl. Customer has changed her infusion set and has had no "no delivery" alarms. Customer also mentioned she went to the emergency room for a urinary tract infection. Customer declined troubleshooting because she did it with her trainer. Customer was advised to sue room temperature insulin, customer uses cold insulin. Customer called back to perform high pressure test on the insulin pump. The device passed on the second attempt. Customer was advised the device was functioning how it is intended and to do a complete set change. No further information reported.